Manufacturer narrative:
The products associated with this reported event were not returned for examination. The product codes and lot codes required in retrieving the device history records for reviewing and searching the complaint database were not provided. Provided info states the products had been implanted for 16 yrs and the poly component was slightly worn. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt was revised to address moderate poly wear and osteolysis.